Manufacturer narrative:
Initial MDR submission with device evaluation. It was reported there is leakage with syringes. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, eight photos were provided for evaluation by our quality team. The photos show a packaging blister top web and a syringe with the plunger rod pulled back past the 50ml scale mark. The plunger rod rib has what appears to be small droplets of a solution. There is also a droplet of solution over the rubber stopper. No other information could be obtained from the photos. A device history record review was completed for provided material number 303552, lot 3004113. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Description of the occurrence (describe the deviation observed, the details and outcome of the case); some units of this batch of syringes are not fully retaining the medication in the cylinder part, causing leakage along the flange. As we handle chemotherapy drugs, this issue is very critical. Date of identification of occurrence; between (B)(6) 2024. Quantity identified with deviation; (B)(4) units. At what point was the occurrence with the product identified (before starting the procedure, during the handling of the product by the professional/user, during use on the patient or after use on the patient)? During the handling of the product by the professional. Was there any harm to the patient, healthcare professional, user or other? (Give details); spillage of chemotherapy on the safety booth bench. When this type of situation occurs, it is necessary to stop the dilution process, clean the cabin and change sterile gloves to restart the process. Was medical and/or surgical intervention required as a result of what happened (imaging tests, surgery, administration of medication, etc.)? (Give details); no. Tell us if the sample that showed the deviation is available for analysis; no. Had to be discarded due to the presence of chemotherapy. If possible, attach photo samples of the material with the deviation and its packaging, where it is possible to clearly see the occurrence reported. Images attached to the email.